Event description:
It was reported that the user called with concern about meal announcements and disclosed intentionally announcing dinner as smaller than usual, resulting in reduced insulin dosing, with dinner usage noted at 24 units and announcements currently at 60 percent of usual. The user was advised to consult the clinical support line regarding meal announcement practices and potential resets. Symptoms included hypoglycemia with a nadir of 49 mg/dl, which the user reported occurring at night. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and a usage problem related to announcing incorrect meal sizes. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.